Event description:
A customer from united states alleged false positive result for a single patient sample while using the cobas® sars-cov-2 & influenza a/b nucleic acid test for use on the cobas® liat® system. During review of the data one additional sample was identified. In total, 2 false positives were discovered for 2 patients. Accordingly, 2 mdrs will be filed per FDA guidance. Initially, the customer alleged a triple positive result for sars-cov-2, influenza a & influenza b upon testing patient sample 1 on liat sn (B)(4). The customer reported that all positive samples are always re-run on another liat instrument, therefore the same sample was retested on liat sn (B)(4), this time yielding a negative result for all three targets. Only the negative results was reported and no harm was alleged. During review of data, another false positive result was identified from an earlier run. Sample 2 generated a positive influenza b result. Please note this sample run was not alleged by the customer and no additional information regarding this patient sample is available. An investigation was conducted to evaluate the customer issue.

Manufacturer narrative:
Per the investigation, the analyzer experienced a leakage but the optical data stabilized and the analyzer is back to working as intended. Roche received complaints alleging invalid and/or false positive results with the cobas® sars-cov-2 & influenza a/b test for use on the cobas® liat® system for one or more targets (sars-cov-2, influenza a, influenza b). When reviewing the customer-provided data associated with the reported invalid and false positive results, abnormal pcr curves were observed. Per the on-going investigation, several potential causes for the abnormal pcr growth curves leading to invalids and false positives have been identified. These include tube leaks, abnormal pcr steps, and loose thermal sensor wiring. Overall across the installed base, these issues from product use may occur sporadically. For invalid or false positive influenza results, adverse health consequences are not likely. For invalid sars-cov-2, adverse health consequences are not likely since detectability is high and testing can be performed on alternative platforms. For erroneous positive sars-cov-2 results, there is the possibility of adverse health consequences in high risk individuals. As stated in the instructions for use, clinical correlation with patient history and other diagnostic information is necessary to determine patient infection status. A cobas liat software update has been launched to better identify the thermal sensor errors and a new cobas® sars-cov-2 & influenza a/b script to better detect abnormal pcr curves will be made available in due course. Consignees have been notified. The customer issue has been alleged on the cobas liat system, product code: occ, catalog number 07341920190 and UDI (B)(4). The test used on the cobas liat system is the cobas sars-cov-2 & influenza a/b test for use on the cobas liat system ((B)(4), product code: qjr). The product catalog number for the test is 09211101190 and the UDI is (B)(4). Cn-(B)(4).